Event description:
A discordant low advia centaur thcg result was obtained on one (1) patient sample. The customer repeated the same sample twice on the same system to confirm the initial result. The first repeat result was discordantly low and the second repeat was similar to the initial result. The corrected result was reported out. There are no reports of pt intervention or adverse health consequences due to the discordant thcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant thcg result was unk. The instrument is performing within specs. No further eval of the device is required.